Manufacturer narrative:
Intl service performed; no parts returned due to customs. Three station solenoid; safety valve. Intl service performed; no parts return.

Event description:
The international customer reported the ventilator failed the safety valve test during extended self testing (est) due to safety valve cannot open. The ventilator was not in use on a patient, therefore, there was no patient harm or involvement. The service technician checked the patient circuit, and replaced the 3 station solenoid assembly and safety valve. Failure to open the safety valve would be likely to cause or contribute to a death or serious injury if the malfunction were to recur during patient use.